Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the site was having a hard time registering the patient. It was noted that the patient scans was obtained in august, but the surgeon did not want to rescan the patient. The field representative (rep) tried walking the surgeon through multiple troubleshooting steps such as changing registration method to trace to touch points, refine the images to get a better model, etc. The lowest registration accuracy was 2.5 millimeters and when navigating the front of the face, the navigation showed that it was the back of the head instead. Medtronic navigation was aborted, but surgery continued. There was a surgical delay of less than one hour.  Additional information was received. The case proceeded without navigation. At some point during the case, the internal carotid artery was compromised. The patient passed away later that day.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 1.2.0 h3) a manufacturer representative went to the site to test the navigation system. No hardware parts were replaced and the system per formed as intended.  Codes: b01, c19, d14 no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: software data was received and analysis did not confirm the reported event. Archives were reviewed and it was found that the magnetic resonance (mr) exams did not follow the imaging protocol. No exams except one captured the patient's nose during scanning. The user's merged was noted to look good. Furthermore, it was noted that the user utilized one of the mr exams for patient registration, achieving five successful registrations within a 5 millimeter (mm) error margin using the touch and trace registration method, wherein the user selected six touch points out of eight on soft tissues. It was advisable to collect points on bony structures for improved accuracy metrics. It was noted that the scans were taken three months prior to the surgery. It was suspected that the extended three-month gap between the scan and surgery may be the underlying cause of the reported issue. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.